Manufacturer narrative:
. This is a report of a use error, where the patient left the clamp closed on the patient line during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient left the clamp on the patient line closed during the prime. The technical service representative helped the patient end therapy and instructed the patient to disconnect the aseptic way and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.